Manufacturer narrative:
H10:the service technician was able to duplicate the reported issue. During bench testing peep was set to zero. The peep was changed to 5 and the unit alarmed low peep. Internal inspection revealed that the solenoid mount was not properly connected to the power board. The solenoid mount was properly connected to the power board and the unit properly recognized peep. Additional problems that were found included a damaged front and bottom weldment. Visual inspection revealed a dent on the top right corner and bottom side causing the bypass tubing to be kinked. During the event trace the download time and date was found reset to default main board. Bench testing found that a nonconfoming main board causes the failure. As a resolution, the front, bottom weldment and main board will be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator fails to recognize positive end-expiratory pressure. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.